Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the power supplies and the main board did not meet specifications and the device would not charge. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on electronic components from repeated use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the universal battery charger device failed the final test with secutester iii. During in-house engineering evaluation, it was observed that the power supplies and the main board did not meet specifications and the device would not charge. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.